Manufacturer narrative:
Findings: pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 289 mg/dl. The customer stated they are able to complete the rewind sequence. The customer stated that after they tried to fill the cannula they get an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.